Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited noise, over-sensed by the device, resulting in pacing inhibition. A request was made to have data from this device analyzed. Upon review, rhythmcare provided recommendations to perform in clinic troubleshooting, and x-ray imaging. At this time, there is no evidence to suggest any troubleshooting has been performed. No adverse patient effects were reported. This device remains implanted.